Event description:
Allegedly after the surgery, the surgeon found by x-ray that the portion of the cup passed through to the abdominal cavity when the pt. Received the routine medical check-up. Revision surgery was performed. Observation of the diseased site showed both taper junctions had turned to black.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01557, 01558.